Manufacturer narrative:
Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Product event summary: the ventricular assist device (vad) was returned for evaluation. The outflow graft was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence of a malfunction that may have prevented the pump from performing as intended. The reported low flow event was confirmed via review of the log files associated with (B)(6) which revealed a sharp decrease in power consumption and estimated flow on 06/sep/2020 leading to parameters below the normal operating range. 8 low flow alarms have been logged on 06/sep/2020. Log file analysis associated with (B)(6) revealed normal power consumption and estimated flow between 08/sep/2020 and 09/sep/2020. Information received from the site indicated that in addition to low flows the patient experienced lower extremity edema, and the ventricular assist device (vad) inflow cannula thrombus or an outflow graft occlusion was suspected. An echocardiogram and computed tomography angiography (cta) was performed and did not reveal evidence of a clot, narrowing or thrombus. The patient further experienced no urine output, elevated kidney function, elevated creatinine and lactate levels, and the vad exhibited a consistent grinding, mechanical noise. Three days later, the vad was exchanged and the outflow graft remains in use. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, and/or poor vad filling. Based on the available information and risk documentation, the "grinding noise" may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: patient ime code(s): e0514, e130501, e2338 h6: imf code(s): f1203, f08, f1905, f2203, f2303 h6: device code(s): a1409 h6: FDA method code(s): b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d12, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d224vrc ICD, implanted: (B)(6) 2010. Additional products: heartware ventricular assist system ¿outflow graft, model #: 1125/ catalog #: 1125 / expiration date: 31-aug-2023 / lot#: 1538219 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-aug-2018. Labeled for single use: yes. (B)(4). This information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing lower extremity edema and a suspected ventricular assist device (vad) inflow cannula thrombus or an outflow graft (ofg) occlusion. The vad exhibited below normal power consumption with low flows and low flow alarms. An echocardiogram and computed tomography angiography (cta) did not show evidence of a clot, narrowing or thrombus. The patient received medication and the vad speed was increased. The patient further experienced no urine output, elevated kidney function, elevated creatinine and lactate levels, and the vad exhibited a consistent grinding, mechanical noise. Three days later, the vad was exchanged and the ofg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The b5.desc evt problem has been updated. Investigation of this event has been reopened to evaluate the additional information and is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was treated with intravenous (IV) medication.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump ((B)(6)) was returned for evaluation. The outflow graft (lot no. 1538219) was not returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. The reported low flow event was confirmed via review of the log files associated with (B)(6) which revealed a sharp decrease in power consumption and estimated flow on 06/sep/2020 leading to parameters below the normal operating range. Eight (8) low flow alarms have been logged on 06/sep/2020. Log file analysis associated with (B)(6) reve aled normal power consumption and estimated flow between 08/sep/2020 and 09/sep/2020. Information received from the site indicated that in addition to low flows the patient experienced lower extremity edema, and the ventricular assist device (vad) inflow cannula thrombus or an outflow graft occlusion was suspected. An echocardiogram and computed tomography angiography (cta) were performed and did not reveal evidence of a clot, narrowing or thrombus. The patient further experienced no urine output, elevated kidney function, elevated creatinine and lactate levels, and the vad exhibited a consistent grinding, mechanical noise. Three days later, the vad was exchanged and the outflow graft remains in use. It was further reported the patient was treated with intravenous (IV) medication. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, and/or poor vad filling. Based on the available information and risk documentation, the "grinding noise" may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot#: 1538219 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.